Event description:
More failures of dexcom g6 sensor applicators. I went to use a dexcom g6 applicator and it failed to release the sensor. These things are about (B)(6) so not inconsequential. And these failures are becoming more common suggesting poor manufacturing oversight. Then I literally used a replacement applicator [from a prior applicator that failed to release] and that one also failed to release the sensor. Two failures of two different applicators from two different lots. That second one had the platinum wire break and caused bleeding at the injection site. I have complained to dexcom before and they have never once contacted me. FDA safety report ID# (B)(4).